Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found that the plastic layer of the lubricant package has partially peeled off. A potential root cause for this failure mode could be a defect contributed by supplier or vendor/ user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4)"

Event description:
It was reported that the user found the package of jelly broken when he/she attempted to use the jelly. Per email received from ibc representative on 31-jul-19,there was a tear on the package, not jelly leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found the package of jelly broken when he/she attempted to use the jelly. Per email received from ibc representative on 31-jul-19,there was a tear on the package, not jelly leakage.